Event description:
Revision surgery to remove device at 1 level on a pt treated at two levels with cervical intervertebral arthroplasty.

Manufacturer narrative:
(B)(4). Explanted device being evaluated by external lab per protocol. X-ray review indicates subsidence into inferior aspect of c6, facet subluxation and spread of the spinous processes of c6-c7, suggestive of capsule/ligament stretch/injury.